Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging his onetouch verioiq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue he had symptoms of ¿insecure and restless¿ which he associated with low blood glucose. The patient reported he tested on the subject meter and obtained a reading of ¿70mg/dl¿ and tested again on another meter and obtained ¿48mg/dl¿. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=15% or <=12mg/dl when obtained within 30 minutes. The patient reported taking dextrose and felt better within 30 minutes. The patient reported he normally takes a combination of protophane and novarapid insulin dependent on food intake. The patient reported his fasting blood glucose is usually about ¿120mg/dl.¿ the patient did not report receiving any medical intervention from a health care professional. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and the test strips were in good condition. However, a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The reporter did not state any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (02/18/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (12/30/2013), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.